Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h6 and h10. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. One of the probable causes of the ""image error"" malfunction is indicated to be caused by the dp board (secondary circuit board).the main function of the dp board is to process video signals according to the scope to be connected. In this case, either the internal operation was faulty or the board was used beyond its useful life, as it had been manufactured for more than six years. Therefore, the board may have deteriorated, and the malfunction may have occurred. Complaints of this nature will continue to be monitored and trended per olympus procedures.

Manufacturer narrative:
The 'no image' issue was determined to be caused by a faulty printed circuit board. The device was repaired and returned to olympus asset stock. A review of the device history record found no issues that could have contributed to the identified issue. Complaints of this nature will continue to be monitored and trended per olympus procedures.

Event description:
During a standard service inspection of a returned asset, the video system center was found to produce no image. There was no report of any problems associated with the device and there was no patient harm or injury reported to olympus.